Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. There was no issue present until after two flower applications were performed in the left inferior pulmonary vein. After the catheter slid anterior during the rotation, difficulty moving the wire in the catheter was noticed. The catheter was removed from the patient and there was also an abnormal shape to the flower tip along with the wire difficulty. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. There was no issue present until after two flower applications were performed in the left inferior pulmonary vein. After the catheter slid anterior during the rotation, difficulty moving the wire in the catheter was noticed. The catheter was removed from the patient and there was also an abnormal shape to the flower tip along with the wire difficulty. The catheter was replaced and the procedure was completed without patient complications. It was further reported per gfe that the issue was with the difficulty moving the wire through the catheter and a spline being completely out of plane with the other petals, neither issue were present during preparation.